Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: a review of the black box showed evidence of an unexplained power on reset. The battery cap and cartridge cap were not returned, and test caps were used for all testing. The battery cap was able to fully tighten to the pump. The battery compartment was intact and no damage was found. No evidence of moisture was found inside the battery compartment. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots, loss of power, or call service alarms were duplicated. The pump case was removed to find evidence of moisture contamination on the internal components. The intermittent power complaint was not duplicated during investigation. (B)(4).